Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The solicitors letter reported that the patient underwent revision surgery of right hip implants on (B)(6) 2016 following adverse metal reaction.